Event description:
Inhalers are not shooting out enough medication, it seems as though dose is depressed. Patient also states that half the time, it shoots liquid into the back of her throat. She is a nurse, says she is using correct technique and has used inhalers for years. Dose, frequency and route used: inhale 2 puffs four times daily as needed for wheezing and shortness of breath.